Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available. Additional information has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that start-x tip ems insert 3 tip broke during use. No injury occurred.

Manufacturer narrative:
No further information received after 3 documented attempts complaint will be reopened if further information is received per 8000-sop-038. No product has been returned after 3 documented attempts. Complaint will be reopened if suspect product arrives per 8000-sop-038. No lot# available - no lot # provided for retained-product testing and/or DHR review.